Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to the sample having a low viral load where results are known to waiver on repeat testing. No curve abnormalities were noted throughout the datasets. Both positive results are near the limit of detection for the cobas® sars-cov-2 & influenza a/b assay. Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. Also of note is the time delay for sample repeat testing. As per the method sheet specimens collected in transport media (utm or uvt, m4, m4rt, m5 and m6) may be stored up to 4 hours at room temperature or up to 72 hours at 2-8°c if immediate testing is not possible.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a two patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged patient 1's sample initially generated a sars-cov-2 positive result (influenza a and b negative) when tested on cobas liat. The same sample was retested on a separate cobas liat which yielded a negative result for all three targets. Patient 2's sample initially generated an influenza b positive result (sars-cov-2 and influenza a negative) when tested on cobas liat. The same sample was retested on a separate cobas liat which yielded a negative result for all three targets. The positive results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 MDR will be filed.